Event description:
It was reported that a cartridge alarm occurred during the load sequence. Issue was resolved by loading new cartridge. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 200mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.